Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level over 600 mg/dl at the time of the incident. Customer reported that insulin pump/sensor off since yesterday and woke up today at blood sugar level over 600 mg /dl and took insulin by needle and 2 hours tested and it was 560 mg/dl and so customer changed reservoir and put sensor in and bolused for the increase and waited 2 hours for it to calibrate and blood glucose went up to 570 mg/dl. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.